Event description:
The patient felt no stimulation sensation starting one morning. The patient felt no stimulation when the implantable neurostimulator was turned up to the highest amplitude. There was no known incident or accident related to the complaint. Device troubleshooting revealed that the programmer and batteries were ok. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.